Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a leaky capacitor. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker is behaving in a manner consistent with a recorded code 1003 indicative of premature battery depletion. Device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific received device and completed analysis.

Event description:
It was reported that this pacemaker is behaving in a manner consistent with a recorded code 1003 indicative of premature battery depletion. Device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.